Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient claimed the amplitude changed from 6.0 to 0.6 on its own (about 2 weeks ago- the patient could not confirm 2020 or 2021). Patient services reviewed this is impossible, but the patient insisted. Agent did not ask about the circumstances that led to the reported issue. They increased stimulation from 0.6 to 2.6 and felt comfortable stimulation. They exited the app and pulled up the settings again to confirm stimulation was still at 2.6 on program 6. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.